Event description:
It was reported that pump malfunction occurred, displaying malfunction code 16 with no notable events prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump covered under warranty, confirmed shipping details without signature requirement, and advised that replacement would have updated software; customer was instructed on storage mode, returning malfunctioning pump within 10 days using provided materials, and on reprogramming pump settings and reconnecting continuous glucose monitor, all of which customer understood and acknowledged.